Event description:
Event: (cc# 98-01046) the iab leaked. This was the only information at the time of the report. On 9/8/98, datascope received the mandatory medwatch form from the user-facility; uf/dist report number: none. The following information was reported: the iab was inserted into the patient on 8/14/98. On 8/16/98 the iab ruptured. A code blue was called and the patient went on to expire on 8/16/98. On 9/14/98, the following information was reported to datascope: the doctor had difficulty inserting even the guidewire. The patient went into v-tach, v-fib, asystole and went on to expire. [Event complications]: unknown - reported 8/20/98; expired-reported 9/8/98, 9/14/98. [Patient's current status]: expired - rpt'd 9/8/98.